Event description:
It was reported that the user¿s spouse requested to return the ilet due to fluctuating blood glucose attributed to difficulty announcing meals and a preference to switch to another pump, and agents recommended training and consultation which were declined. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education. Investigation of this case revealed no clinical signs or conditions beyond the reported glycemic variability, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.